Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The malfunction of 'no image' was unable to be reproduced. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 continued: (B)(6). The device was sent to an olympus service center for evaluation. Inspection and testing found that the scope connector contacts had corrosion. The front panel scope connection was cracked, the top cover vent had corrosion, dust adhesion was inside the main unit. The light density was decreased due to wear and tear of the lamp, and the xenon emergency light failure occurred. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that during inspection prior to an unspecified diagnostic procedure, when a 290 series scope was attached, and when applying vertical tension to the scope connector, the image disappeared. The issue did not occur with 260 series scopes. There was an approximate fifteen-minute delay while the system was replaced. There was no patient harm reported, and the procedure was completed as intended.